Event description:
It was reported that pump display was black and prevented customer from interacting with pump or reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.